Manufacturer narrative:
The referenced cerebrovascular accident(cva) is reported on medwatch MFR report#2916596-2018-03232. Approximate age of device - 1 year 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital due to a cerebrovascular accident(cva). The customer submitted the log file as a result of the cva. Review of the log file submitted by the manufacturers technical services representative found no external power and low voltage hazard events on (B)(6) 2018 and (B)(6) 2018, while the patient was connected to the mobile power unit(mpu). It appeared that the mpu locking ac power cord came loose from the back of the mpu or the wall outlet. The patient reported not knowing if the ac power cord came loose from the mpu or the wall outlet. During this time, the system controller backup battery provided power to the pump.

Manufacturer narrative:
No product was returned for evaluation. The report of low voltage, no external power, and backup battery fault alarms was confirmed through the analysis of a submitted data log file. The mpu used at the time of the reported event was not returned for analysis and remains in use. As a result, the root cause of the loss of ac power to the mpu which resulted in the no external power and low voltage alarms could not be conclusively determined. The used mpu was manufactured prior to the ac power cord upgrade and there was no work order indicating that a new v-lock ac power cord was provided. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No product was returned for evaluation. The report of low voltage, no external power, and backup battery fault alarms was confirmed through the analysis of a submitted data log file. The mpu used at the time of the reported event was not returned for analysis and remains in use. As a result, the root cause of the loss of ac power to the mpu which resulted in the no external power and low voltage alarms could not be conclusively determined. The used mpu was manufactured prior to the ac power cord upgrade and there was no work order indicating that a new v-lock ac power cord was provided. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.